Event description:
It was reported by a customer on (B)(6) 2011 the fiber tip flashed and melted at 12,937 joules. Per the customer, the fiber tip was not buried in the pt's tissue. No pt injury was reported.